Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental initiated to note that going forward the current report only pertains to 1 of the original 3 reported ¿device malfunction¿/battery depletion events based on additional information providing patient identification for two of these. These events are now captured in regulatory report number 3007566237-2016-03792 and 3007566237-2016-030 20. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Approx 1 patients with bilateral epidural prefrontal cortical stimulation (epcs) for treatment resistant depression (trd) experienced a "device malfunction" that involved the battery depleting, and that resulted in suicidal ideation and/or hospitalization.

Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. The device was used for an off label indication. Information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_ext , product type: extension.

Event description:
Williams, n.r., short, e.b., hopkins, t., bentzley, b.s., sahlem, g.l., pannu, j., schmidt, m., borckardt, j.j., korte, j.e., george, m.s., takacs, I., nahas, z. Five-year follow-up of bilateral epidural prefrontal cortical stimulation for treatment-resistant depression. Brain stimulation. 2016. Doi: 10.1016/j.brs.2016.06.054 summary: to examine the long-term safety and efficacy of epidural prefrontal cortical stimulation (epcs) of the frontopolar cortex (fpc) and dorsolateral prefrontal cortex (dlpfc) for treatment of treatment-resistant depression (trd). Reported events: three patients with bilateral epidural prefrontal cortical stimulation (epcs) for treatment resistant depression (trd) experienced a "device malfunction" that involved the battery depleting, and that resulted in suicidal ideation and/or hospitalization. A patient with bilateral epcs for trd experienced a "device malfunction" involving the implantable neurostimulator (ins) connectors that resulted in suicidal ideation and/or hospitalization. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.